Event description:
Reportedly, during a laparoscopic procedure to remove a calcified mass from the colon, the stapler did not function properly as staples pulled away from the staple line. In addition, peritonitis developed and the pt was returned to surgery to complete the case.